Manufacturer narrative:
Problem code 3009 captures the reportable event of stent positioning problem. According to the complainant, the stent remains implanted and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a 4cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to the stent placement. According to the complainant, the physician and the technician were not synchronized in pulling the catheter during stent deployment. However, the stent was able to be deployed but not in the correct location. Reportedly, the stent was not hanging in the duodenum like it should for drainage in the common bile duct. The physician was comfortable leaving the stent in place, and another wallflex biliary stent was implanted in a stent-in-stent placement to complete the procedure. There were no patient complications reported as a result of this event.